Event description:
It was reported to philips that the system was unable to perform geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to perform geometry movements. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. However, the quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.